Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had shocking on (B)(6) 2016. The patient was unplugging a cord from the power strip and got a shock and after that had issues with the stimulator. It was acting up until the patient ended up in the hospital for almost 2 months. The implantable neurostimulator (ins) was turned off and now they turned it back on after a period of being off to see if it was still viable. So far the patient was on a 5 and had not had any issues. The patient normally had stimulation at 10. The patient wanted to know if the ins could be made with a shock absorber. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.